Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00885.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a penumbra coil 400 (pc400) coil and a px slim delivery microcatheter (px slim). During the procedure, the physician placed two pc400 coils with no issue; however, the third coil did not form the desired shape. The physician attempted to manipulate the pc400 coil to form a better shape, but then decided to remove it. While removing the pc400 coil, it unintentionally detached inside the pxslim and both were removed. The procedure continued using another manufacturer's devices. There was no report of an adverse effect on the patient.